Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized. The cause of the event was not reported. Treatment for the peritonitis was not reported. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.